Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient noted loose power port connectors on his/her controller. The patient was asymptomatic and reported that the controller had not been dropped and that he/she did not use excessive force when connecting the power sources. The event was not associated with any controller alarms or pump stop events. The controller was exchanged with no reported patient consequence. The site indicated that the controller will be returned to the manufacturer.

Manufacturer narrative:
Date MFR received for the initial report is (B)(6) 2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Functional testing revealed passing results and visual inspection revealed a loose power port connection; thereby confirming the reported event. An internal investigation has been opened by the supplier to evaluate loose power port connectors and implement corrective actions as required. Based on an investigation conducted under this investigation, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient noted loose power port connectors on his/her controller. The patient was asymptomatic and reported that the controller had not been dropped and that they did not use excessive force when connecting the power sources. The event was not associated with any controller alarms or pump stop events. The controller was exchanged. No patient complications have been reported as a result of this event.